Event description:
Caller reported a minimum fill notification. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.